Event description:
It was reported that the patient presented at the hospital with the device pocket appearing red. The patient had an infection causing vegetations on the patient's leads. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.